Event description:
It was reported that the burr was stuck with the rotawire. A 1.50mm rotalink plus and a rotawire were selected for use. During the procedure, it was noted that the device stalled after a few passes and would not obtain appropriate speed afterwards to continue drilling. Then, it was noted that the burr became locked onto the rotawire and was unable to ablate the calcified target lesion. The physician's opinion was that there was a rupture in the internal hydraulics of the device. Both the device and the rotawire needed to be removed. No patient complications were reported.